Event description:
Caller alleged discrepant low inratio2 results. Results as follows: date: (B)(6) 2013, patient: b, inratio: 3.1, lab: 8.7; date: (B)(6) 2013, patient: c, inratio: 1.8, lab: 4.1. Patient's were hospitalized later the same day of their inratio readings for feeling ill. Customer reports 7-12 hours between inratio readings and emergency room admittance. Therapeutic ranges: unk. No other patient information was provided. Customer tested inratio meter with a non-coumadin patient while on phone with technical services: = 0.8inr.

Manufacturer narrative:
The inratio and lab results provided by customer were performed more than three hours between the two readings. Since the time of the tests exceeded three hours, changes in patient's status may have contributed to unexpected results. Three hours is considered a reasonable length of time between readings in order for comparison to be valid. For this reason, no further analysis of the client's data was performed between these readings. In-house therapeutic donor testing was performed on reported lot #304243 on (B)(6) 2013. Results as follows: donor: 235, inratio: 2.8, 2.5, 2.6, reference: 3.08, bias threshold: 2.08 - 4.08, %cv: 5.80; donor: 217, inratio: 2.5, 2.4, 2.6, reference: 2.23, bias threshold: 1.23 - 3.23, %cv: 4.00. Retention products performed as expected. All replicates were within the acceptable bias for accuracy and yielded a %cv of less than 16%, passing the precision criteria. No further investigation was required. The data points provided exceeded 3 hour testing window. It is not possible to rule out that the change in value was not due to a change in the patient's status. No product was returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the information provided by the customer. As of (B)(4) 2013, (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (>0.07%) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.